Event description:
Pt was revised to address poly wear, osteolysis, and loosening of the cup (right side).

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approx 17 years of implantation. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.